Event description:
Related manufacturer reference number: 2017865-2021-19592. It was reported that the right atrial lead fractured. It was noted that the right atrial lead exhibited failure to capture and that the patient was very symptomatic due to right ventricular pacing. During the procedure, the stylet was not able to be advanced through the right atrial lead which suggested an inner component fracture. The lead and the pacemaker were explanted and replaced. The patient was in stable condition.

Event description:
New information noted that the right ventricular lead pacing did not have anything to do with inadequate capture nor with the output from the device. Because this patient was not utilizing her right atrial lead, the right ventricular lead was not able to synchronize its timing with any diagnostic information from the top chambers of her heart. Because of this, the patient would experience hemodynamic pulsations and abdomen and a subtle choking sensation when the device right ventricular paced.